Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3387s-40, lot# va08t93, implanted: (B)(6) 2013, product type: lead; product ID 3387s-40, lot# va08t93, implanted: (B)(6) 2013, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported that there were high impedances of 6000 to 6600 ohms on electrodes 9, 10, and 11. It was noted that there was no action required and the programming physician was informed. It was noted that there were no patient symptoms associated with the event and the patient was alive with no injury.